Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed that the device did perform an analysis on it's own multiple times. The only time the device did not auto analyze was when the analyze button was pressed by the user at an interval of less then two minutes. This in not an indication of a device malfunction and is normal operation of the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.